Manufacturer narrative:
E1: patient country: united states patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in qatar on (B)(6) 2024, it was reported that patient was hospitalized due to hyperglycemia and diabetes ketoacidosis. The blood glucose level was 21.7 mmol/l. At the time of hospitalization. Patient was in hospital for 5 days. No further information available.